Event description:
It was reported that a motor stall and motor stall recovery occurred and were confirmed in the event logs. The patient presented to the office on the day of the report and upon interrogation a motor stall was seen; the event logs showed the stall occurred (B)(6) 2013 and tube set on (B)(6) 2013. The reporter stated that the patient had an MRI for unrelated medical issues; however, the MRI was performed on (B)(6) 2013. The reporter re-interrogated the pump a second time and motor stall recovery occurred. The patient was complaining of ¿8 out of 10 pain¿ but the reporter stated that she always does. The reporter was unsure if the patient had heard the pump alarming. The reporter was to check the reservoir volume. The device system delivered dilaudid. It was later reported, per the patient¿s nurse practitioner (np), that the patient did have an MRI on (B)(6) 2013. The pump was not checked following the MRI. Reservoir volumes were checked the day prior to the report at which time the expected residual volume (erv) was 15.8ml and the actual residual volume (arv) was 15ml. This indicated that the pump was running following the motor stall. The patient did not report any withdrawal symptoms. The patient¿s dose was decreased the day prior to the report due to not knowing if the motor stall actually occurred or it if was related to an MRI ¿telemetry state¿ condition. The patient was to present to the clinic the day following the report for a follow-up. It was noted that the reporter was unsure about the MRI on (B)(6) 2013 at that time. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11289r28, implanted: (B)(6) 2002, product type: catheter. (B)(4).